Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsx37b13, (tsx¿ implant, 3.7mmd, 13mml) for evaluation. Visual evaluation of the as returned device identified the implant outer vial green cap was broken / cracked. The outer vial tamper seal was intact. The coob is confirmed. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1275510. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1275510 for similar events and three (3) other complaints were identified ((B)(4) review completed utilizing keywords: ¿packaging damaged¿. The customer did submit two (2) images for the reported event. (See attachments tab at ce level). IFU review: documents reviewed: biomet 3i dental implant IFU (p-tsximp) 2022/09 rev. A. Information identified: "product packaging" & "storage and handling" based on the investigation and according to the CAPA, the most likely root cause determined from the investigation was inadequate design of cap and vial system. This is an ongoing issue which is currently being monitored. (B)(4) and CAPA-000227-2024 have been opened to further contain affected products, evaluate potential root causes, and consider applicable corrective actions. Therefore, based on the available information, the reported packaging malfunction did occur. Additionally, the reported event/coob was confirmed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report d9: device availability g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative

Manufacturer narrative:
Based on updated customer information received and reassessment of the reported event, it was determined that MFR report number was reported in error. Please disregard this submission. No further reports will be submitted for this event. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that broken cap was found by the distributor during initial receiving inspection. Received in january.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie did not receive one (1) tsx37b13, (tsx¿ implant, 3.7mmd, 13mml) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1275510. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1275510 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿packaging damaged¿ the customer did submit two (2) images for the reported event. IFU review: documents reviewed: biomet 3i dental implant IFU (p-tsximp) 2022/09 rev. A. Information identified: "product packaging" and "storage and handling". Based on the investigation and according to the CAPA, the most likely root cause determined from the investigation was inadequate design of cap and vial system. This is an ongoing issue which is currently being monitored. (B)(4) and CAPA-000227-2024 have been opened to further contain affected products, evaluate potential root causes, and consider applicable corrective actions. Therefore, based on the available information, the reported packaging malfunction did occur. Additionally, the reported event/coob was confirmed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: g6: checked "follow-up". Device was not returned.